Event description:
The patient had a chronic infection around her urinary track also vaginal and was up into their mouth and eyes, they had treated it with 3 bacterial ones and 3 fungal ones. The patient had not ever gone away. The patient never had a urinary tract infection in her life prior to this. The patient was losing control of her bowels. The patient had also been losing consciousness. It was noted that the patient had vision changes, loss of bowel control, chronic infection, and loss of consciousness as it was felt her body was rejecting the stimulator. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the spinal cord stimulator (scs) explanted.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), product type lead; product ID 977a260, serial# (B)(4), product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a dorsal column stimulator implanted in (B)(6) 2014. The patient stated that she has had 6 infections, worsening pain, weakness, fatigue, loss of consciousness, and control of bowels. The patient had not been able to work since (B)(6). The patient stated that the neurosurgeon that implanted the device provided no aftercare. The patient had been to the ER and urgent care and the doctor did not do a post op MRI at the 2 week follow up like the patient had been told would happen. The patient had suffered and no other neurosurgeon would see them. The patient met with the manufacturing representative in february and they said that it ¿sounded like it was doing more harm than good.¿ the patient asked if they could have it removed and were told ¿no, that she would have to leave it turned off.¿ later it was reported that it was unknown if perioperative antibiotics were administered. The date of onset of the infection was unknown. It was unknown if the patient had meningitis. The location of the infection was unknown. It was unknown if a culture was obtained. Treatments instated for infection and patient outcome were both unknown.

Manufacturer narrative:
Additional information was received that indicated that the following (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that the doctor was aware of the patient complaints. The nurse verified that they did testing on the patient and the symptoms reported were not related to the patient's spinal cord stimulator (scs). The hcp office did have a note in the chart that the stimulator was removed in may.